Event description:
Customer reported that the home button was difficult to press. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.